Event description:
During laparoscopic surgery, the shaft of the covidien absorbatack snapped completely at midshaft while being used. Diagnosis or reason for use: laparoscopic incisional hernia repair.